Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 15 mg/ml; 5.241 mg/day and morphine 25 mg/ml; 8.734 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms noted as withdrawal. On saturday, (B)(6) 2016, the patient woke up with symptoms of throwing up, diarrhea, and cold/hot sweats. The patient was taking oral medication to manage the withdrawal. The patient heard the pump alarm start with a critical alarm (B)(6) 2016. The pump was scheduled to be replaced (B)(6) 2016 due to elective replacement indicator (eri) of 6 months. A dual tone alarm occurred at pre-op. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). Per the log report a motor stall occurred (B)(6) 2016 at 12:51; recovery occurred (B)(6) 2016 at 01:38; motor stall occurred at (B)(6) 2016 at 00:58; stopped pump period may exceed tube set (B)(6) 2016 00:58; recovery on (B)(6) 2016 at 12:13. Upon interrogation on (B)(6) 2016, there was not an active motor stall and there were no active alarms. The pump was replaced (B)(6) 2016. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.